Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because was sent to an external contractor. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet g7 dual mobility liner 46mm g, item #: 110024465, lot #: 742780, biomet act artic e1 hip brg 28x46mm, item #: ep-200152, unknown lot number, zimmer ms-30â®, stem, standard, cemented, 12, taper 12/14, item #: 300049120, lot#: 2856985, zimmer cocr head 28/-4 's' 12/14, item #: 14280520, lot#: 2902809, zimmer ms-30â®, distal centralizer, cemented, ã¸ 12/14, item #: 0100351214, lot#: 2860360.

Event description:
It was reported a patient underwent hip revision approximately 19 months post-implantation due to pelvic fracture after a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of xrays. Xray review indicated right total hip arthroplasty with broken acetabular cup screw. Transverse fracture right acetabulum. Nonspecific soft tissue mass anterior/lateral to the right hip. Differential considerations for imaging findings include pseudotumor associated with hip arthroplasty and fracture due to granulomatous osteolysis, possible hematoma associated with traumatic hip fracture and osteomyelitis with a weakening of the bone, fracture, and abscess. The large island of heterotopic bone lateral to the right hip. Generalized osteopenia. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR's filed for this report: please see associated report- 0001825034 - 2019 - 00642.

Event description:
It was reported a patient underwent hip revision approximately 19 months post-implantation due to pelvic fracture after a fall. Xray review indicated screw fracture. Attempts have been made and no further information has been provided.